Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired and the clips clipped to the side, malformed. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.